Event description:
It was reported that moisture was detected inside the video endoscope. As a result, the image appeared blurry, and only changes in lighting were observable. The component was recognized by the system; however, no image was displayed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 6/1/2026 for report number mw5188196 to correct the procode to fet.